Event description:
A discordant, falsely low sodium (na) result was obtained on one patient on a dimension vista 1500 instrument. The discordant result was not released to the physician(s). The sample was repeated on an alternate instrument and the result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
The siemens technical solution center (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the laboratory information system flagged the initial result with a delta check flag, indicating the result did not match results from a previous run for this patient. The data indicates a low volume of standard a was remaining in the bottle which can cause an insufficient volume of standard a to be drawn into the system containing air bubbles. The system alerts the operator to replace the standard a fluid at 10% remaining in the bottle. The cause of the discordant sodium result is unknown. The customer performed a routine and advanced clean and successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.